Event description:
The complaint was reported as: the customer alleges that there is no mist emitted from the small volume device when the package was opened for use on a pt. No report of a pt injury.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Note: MDR decision determined on 09/10/2013.